Event description:
"Motor hesitates during operation" per repair request. On follow up with customer, it was reported that dr. Would depress the foot pedal, touch the bone, and the motor would stop. After several times they changed the motor. There was no pt injury or intervention required.